Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted there was a small effusion at the beginning of the case. The patient was on xarelto. Two watchman truseal access systems (was) and two 24mm watchman flx laa closure device and delivery systems (wds) were used. The first 24mm closure device was deployed, but was too proximal, so it was fully recaptured. There was resistance upon recapture, so the was and wds were unsnapped and snapped back together in order to fully recapture the closure device. It was noted that the was was kinked at the tip upon recapture. An effusion sweep was performed and no effusion was noted. So it was replaced and a new 24mm closure device was deployed. Then the patient experienced a pericardial effusion and cardiac tamponade. The procedure was aborted and a pericardiocentesis was performed. This did not resolve the effusion, so surgical intervention was performed and the laa was clipped. A perforation was suspected as the cause of the effusion. The patient was stable post surgery.